Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta and limited information was provided by the customer in reference to the complaint event.

Event description:
"During the middle of the product, the doctor stopped firing the laser and when he left off the pedal, they hear a pop. They noticed the laser fiber had fragmented and broke off inside the patient. There was no actual injury and the fiber was able to be retrieve from inside the patient."

Manufacturer narrative:
Update as device returned after complaint closure: analysis of the fiber revealed a fiber which had a missing distal tip. The distal area of the fiber where the tip was showed signs of breakage while laser energy was being transmitted. It is likely that the tip was pushed with too much force against a body structure, likely resulting in the distal tip breaking. The 3120 joules of energy usage indicates the fiber did function and was used for a fair amount of time. In addition, the successful testing of the fiber after distal tip reprocessing, the presence of a pilot beam with successful laser transmission, and the successful testing without breaks while under the minimum bend radius of 29mm indicates that the fiber was fully capable of functioning as intended. With successful evaluation testing, it can be assumed that it is very unlikely there were any manufacturing faults with the fiber.

Event description:
"During the middle of the product, the doctor stopped firing the laser and when he left off the pedal, they hear a pop. They noticed the laser fiber had fragmented and broke off inside the patient. There was no actual injury and the fiber was able to be retrieve from inside the patient."